Event description:
It was reported that the patient received defibrillation therapy which was appropriate. However, due to a long nid (number of intervals to detect) of 30/40, the patient experienced a syncopal episode and fell. The patient's head hit the floor and the patient received a minor facial bruise. The nid was shortened to 18/24 per physician's orders, the patient was hospitalized due to their cardiac condition, and the device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5071-35 lead, implanted: (B)(6) 2013; a 5071-35 lead, implanted: (B)(6) 2013; a 457445 lead, implanted: (B)(6) 2004. (B)(4).